Manufacturer narrative:
One cardiomems wifi adaptor was received for evaluation. Visual inspection verified the wifi adaptor was returned broken with tape wrapped around the plastic and had frayed and wires were exposed. The unit was unable to send readings using the returned wi-fi adapter. A standard wifi adaptor was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed and frayed wires of the wi-fi adaptor were discovered during evaluation of the device. The wi-fi adaptor was replaced and there were no adverse consequences reported by the patient.